Event description:
It was reported that there was event with a "handle". According to the information received, the release button of the handle was missing upon instrument count in theatre. The procedure began endoscopically, with planned open surgery as a small laparotomy in the latter part of the procedure. The missing part was searched for without locating for 45 minutes, including a "sweep" of the patient's abdomen. It was not found anywhere within the theatre or in any waste bags.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). Upon the evaluation it could be confirmed that the adhesive connection has come loose. The root cause of the loosened adhesive connection is most likely, that the adhesive bond has loosened due to numerous operations and reprocessing cycles. The cause is therefore due to normal tear and wear. The device was manufactured on 15th march 2010. The damage of the product is not caused by a production problem or material defect. In addition, we would like to call your attention to a warning in the corresponding IFU, that incorrectly assembled and damaged instruments can lead to injuries to the patient. Instruments and all the accessories used in combination with them must be checked immediately before and after every use to ensure that they are complete, free from damage, and in full working order and have no unintentional raw surfaces, sharp corners, burred edges or projecting parts. Care must be taken not to leave missing or broken-off components inside the patient.